Event description:
A caller reported experiencing a cgm error with their device. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, and the customer successfully started their sensor session without encountering the cgm error again.